Event description:
It was reported that the right atrial and the right ventricular leads both had "slightly high thresholds." It was further reported that the atrial and right ventricular leads continued to exhibit high thresholds. The leads were capped and replaced. Additionally, the device exhibited unexpected longevity, and was subsequently explanted and replaced. No patient complications have been reported as a result of thisevent.

Event description:
It was reported that the right atrial and the right ventricular leads both had "slightly high thresholds." The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.